Event description:
Pt took blood glucose reading on suspect device at 4:30am and obtained a result of 168mg/dl. Pt took insulin and ate breakfast as normal. At 6:15am, showed signs of hypoglycemia and called paramedics. Paramedics came and tested blood glucose on their own device and obtained a result of 43mg/dl. They gave pt cola and glucopaste and then tested again and obtained a reading of 75mg/dl. Pt taken to hosp and received IV with glucose. Hosp lab test at 7:30 resulted in 131mg/dl. Another lab test performed at 10:10am with a result of 220mg/dl. Pt then released from hosp.